Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, the transmitter provided an out of range alert.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent "y" icon was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.

Manufacturer narrative:
(B)(4). Device available for evaluation: - correction additional information, device evaluation- correction device evaluated by manufacturer -correction please disregard MDR # 2014-01014 follow-up 1. Because the MDR # was wrong. It should be the follow -up 1 MDR # 2013-01014